Manufacturer narrative:
Product event summary: analysis found indication of overheat in the programmer error log. Programmer was left on for 6 days with no overheat message and the programmer did not feel hot to touch. The programmer was very clean inside with no dust or foreign material. Analysis indicates a subassembly failure, cause unknown.

Event description:
It was reported that the programmer displayed a "overheating" message. It is noted this is the second time the programmer has been returned for overheating. Account is now extremely worried that this device will catch on fire as it was left on inadvertently overnight. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID r2067 rf (radio frequency) head. (B)(4).